Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged from the right ventricle. This observation was made 5 days post implant. During the repositioning procedure, one of the rv setscrews could not be tightened. The physician elected to remove this device, and implanted a similar ICD without reported complication. The lead was successfully repositioned, and remains in service. To date, there have been no reported patient symptoms associated with this clinical observation.